Event description:
This lead was capped due to "poor lead position and chronically low r waves". The physician attempted to reposition this lead, however the helix would not retract, so the physician implanted a new lead instead. Should additional information become available, this file will be updated.